Manufacturer narrative:
Insulin pump was received with motor error alarm during occlusion test and unable to prime at 2.5 lbs. During prime/compromised force sensor system test due to faulty force sensor resistor. Motor passed motor test and no unexpected low reservoir alarm noted during testing. Unable to completed occlusion test due to motor error alarm. Unit passed unexpected restart test. No unexpected restart error alarm noted during testing. Unit had cracked case at display window corner, minor scratched lcd window, cracked battery tube threads, cracked belt clip slot at battery tube threads area, and cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the insulin pump alarmed motor error. Customer's blood glucose level was not reported but they were low all night. The insulin pump alarmed unexpected restart. Customer was advised to discontinue use of the device and revert to backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.